Event description:
It was reported that a patient presented to the emergency room. Device interrogation revealed low pacing impedance and oversensing noise on the right ventricular (rv) lead resulting in inappropriate shock. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.